Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise noted on a non-sustained ventricular tachycardia (nsvt) episode. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that addition information via a clinical data review (cdr) revealed the minimum lead impedance was varying, while the maximum impedance has been falling over the past year of usage. No patient complications have been reported as a result of this event.